Manufacturer narrative:
Initial reporter phone #: (B)(6). This is an OEM location. Results: bd preanalytical systems received 1 unit from the customer facility for investigation. Based on the evaluation and testing of the unit, bd pas observed that the screen was not functioning properly. DHR/bhr review: n/a. Conclusion: investigation conclusion: the attached service report identified that the screen was indeed malfunctioning and was replaced. Confirmed: the manufacturer was able to confirm the customer¿s indicated failure mode on examination of the returned instrument root cause description: although the complaint was confirmed the root cause of the reported defect could not be identified. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that the screen of the bd sedi-20 does not work. No serious injury or medical intervention reported